Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Fluff dropped out - tampon [device breakage]. Case narrative: consumer reported via e-mail that fluff dropped out when she was using the product. No injury reported.